Event description:
It was reported the the patient presented remotely via merlin.net. It was noted that the right atrial (ra) lead was over-sensing noise which lead to inappropriate automatic mode switches (ams). The patient was asymptomatic. No changes was made and there was no consequences to the patient.